Manufacturer narrative:
Approximately one month later a latitude remote monitoring alert was received indicating the shock impedances was again greater than 125 ohms. A procedure took place and the connections were verified. Defibrillation threshold (dft) testing was not performed as the patient was a couple days post coronary artery bypass graft (CABG) surgery and there was the possibility that the patient has air in their chest. One day later the shocking impedance measurements were greater than 125 ohms. A boston scientific technical services consultant discussed that the more air in the lungs will raise impedances. It was a possibility that the air in the patient's chest was driving up the shock lead impedance. The doctor also communicated that they planned to re-chest tube the patient due to the amount of air in their chest. The patient was on a monitor and planned to be monitored. There were no plans for additional intervention at this time.

Manufacturer narrative:
Additional information received from the local area sales representative indicated that defibrillation threshold (dft) testing was performed. A 15 joule shock was delivered and reported a 75 ohms shock lead impedance measurement. There was no noise noted. Current shock lead impedance values were between 80-90 ohms. There were no plans for additional intervention at this time and the physician has decided to monitor the patient.

Manufacturer narrative:
Additional information received from the local area sales representative indicated the clinic currently did not have an electrophysiologist on staff and planned to discuss the issue with some outside electrophysiologists. There was no evidence that any additional troubleshooting or intervention has taken place. As no further information concerning this report is expected at this time, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Approximately one year later, we received additional information from a remote monitoring deactivation that this patient had passed away. There were no allegations that the device or rv lead caused or contributed to the patient's death. The local area sales representative (sr) was contacted and confirmed after speaking with the patient's clinic that this patient had end stage renal failure and had been in hospice over the past five months. The sr was not sure if the device or lead were explanted post-mortem, however stated it was unlikely that the products would be returned to boston scientific.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable right ventricular (rv) defibrillation lead were exhibiting high out of range shocking impedance measurements greater than 125 ohms. A review of the lead trend data indicated the lead had been increasing from 80 ohms to 115 ohms. A boston scientific technical services consultant recommended various troubleshooting techniques to verify the integrity of the system. To date, there have been no adverse patient effects reported.